Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data points were missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer. Tandem technical support made multiple follow up attempts with the customer, however, no response received.